Manufacturer narrative:
Product has not been returned. Therefore, a DHR review was completed for kit lot number k08a111611214m1 with 0 discrepancies found (all lots passed in total per the sampling plan). A review of existing capas, scars and ncmrs were completed and there are no prior records related to "false positive" failure mode for this lot. There are 0 additional complaints from this customer, nor any other customer associated with a "false positive" failure mode prior to the reported receipt date of december 29, 2022. Based on review of the product's fmeas and risk assessment documentation, false positive test results are a known possible outcome regarding this issue under evaluation, refer to fmea-001 and fmea-004. The complaint rate for "false positive" is under the expected threshold of 2% (label claim)/1% (internal warning limit). Lucira health will continue to monitor trends related to false positive results in accordance with the post-market surveillance process. Kit lot#: k08a111611214m1 DHR review reference: sample vial lot DHR review: 2110167, 2110226, 2110253 (associated internal lot #s: 210762-2ca, 210762-2cr, 210762-2cw). Test lot dhrs review: 2108048 (associated internal lot #: 210762-1u). Based on the limited information available, root cause cannot be determined. With any potential false positive result, there are several potential root causes: low viral load in patient sample that is below the lod of the lucira and reference test. At viral loads close to lod a test detects a positive >95% of the time. When the viral load is below lod, the follow-up test cannot pick up positive reliably and can generate the impression of a false positive result. Low viral loads can also result in sampling variability between samples; environmental contamination from other positives being tested in that environment or due to improper collection or handling of the specimen; or device malfunction (please note our devices are extensively inspected and tested through a robust lot release process and this scenario is highly unlikely). A supplemental report will be filed if any further investigation and/or additional information is obtained. Based on the complaint review, no harm was reported within the complaint. This device is marketed under eua (B)(4).

Event description:
One device reported as having alleged false positive result. The complainant retested with a rat (binax), an additional lucira test (1 hour later), and a pcr test (next day): all with negative results.